Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 30 mg/dl. And customer noticed a significant discrepancy between the sensor glucose and blood glucose values. The customer reported sensor glucose value at the time of incident was 90 mg/dl. The difference between glucose values were outside the acceptable range. The event involved product(s) mmt-242a, mmt-1884l, mmt-7040ma and mmt-332a. Troubleshooting was performed and found that the customer has treated the low blood glucose event with carbohydrate intake. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode feature was not active. The customer was alleging that the pump was over-delivering as the customer had occurrences of being low. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis. No product return is required for mmt-242a, mmt-1884l, mmt-7040ma and mmt-332a.